Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation, unexplained reboots were observed in the black box. The battery compartment was found to be cracked above and below the bumper pad. No moisture/corrosion was observed in the battery compartment. The returned battery cap was found to have stripped threads, and was unable to maintain electrical connection. The reported ¿power¿ complaint was duplicated. The test battery cap was able to fit and maintain electrical connection. Test battery cap was used to complete a 24 hour duration test; no power reboots were duplicated during this time. The pump¿s cover was removed; and no evidence of internal moisture or damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the battery cap threads were stripped, with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.